Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adapter was defective/damaged the patient was admitted for a rash. On (B)(6) 2025, a bd manufacturer's indwelling needle device was administered. During catheter sealing after the injection, a heparin cap bulging malfunction occurred. Upon becoming aware of this, the physician or nurse took corrective action by replacing the heparin cap.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no complained sample is received, the defect of the prn cannot be analyzed, and the flow rate and pressure at which the sample was used are unknown, so the root cause of the bulge cannot be determined. The plant will continue to track this issue.

Event description:
No additional information.